Event description:
It was reported that a accord tensioner broke during a revision hip (revision not for s&n devices). This malfunction occurred during use inside the patient. All pieces recovered. There was a s&n back up device to complete the procedure. No delay involved. No other complications were reported at this time.

Manufacturer narrative:
Sections b, e, g and h updated.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed and complaint could not be confirmed. The clinical investigation concluded that based on the information provided, during a revision hip surgery, (revision not for s&n devices) the accord tensioner broke during use inside the patient. However, it was reported all the broken pieces were recovered. Per communications, a s&n back up device was to complete the procedure, there was no delay or other complications reported. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a accord tensioner broke during a revision hip. It is unknown if the revision was from s&n devices. No additional details were provided regarding this event. No apparent serious injury occurred.